Event description:
It was reported that an ilet user experienced recurrent early-morning hypoglycemia, including a low glucose value of 68 mg/dl, during a period of basal-only delivery, with concurrent use of a new gastric medication and a lower cgm target setting discussed as potential contributors. Symptoms included stress and anxiety related to nocturnal low-glucose alerts, without physical symptoms reported. Outcomes included self-treatment with oral glucose and resolution without medical intervention or hospitalization. Investigation included troubleshooting and education on possible physiologic and therapy-related contributors such as dawn phenomenon, cgm target settings, and medication effects, with referral for additional training. Investigation of this case revealed no device malfunction reported or observed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.